Event description:
The manufacturer received information alleging a patient has passed away while the device was in use. The medical examiner (me) reported that the patient's condition has already been poor, and the causality of the incident is unclear. On 4/8 14:30 the hospital me reported that ¿low inspiratory pressure alarm frequently occurred during use on the patient with avaps-ae mode of the device. Nppv and amount of leak were about 40-50/min, and despite not reaching the target ventilation volume, peak inspiratory pressure (pip) only increased to around 15 when the setting of the upper limit pressure was 20. Ventilator service required also kept sounding during a call, so the sales representative suggested to change to st mode. In st mode, there was a proper change in pressure as specified." On 4/9 14:30 the sales representative visited the hospital with the replacement and performed an inspection. The sales representative stated, "when testing with the purchased device, despite tightening the test lung and waiting for about 10 minutes, the pip only increased to around 17. On the other hand, when using the replacement brought by the sales representative, pip increased to the specified level of 20 after 1-2 minutes of tightening the test lung. The filter was checked for dirt, but there was no problem found.¿ they bought 2 devices of the same model, and pip for both devices did not increase. No other clinical information or medical interventions were reported. The clinical expert's observation is that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. In the event of a "ventilator service required", the patient should have been transferred to a different device per the IFU; to avoid patient death or serious injury, ventilator dependent patients require immediate access to alternate ventilator equipment such as back up vent or manual resuscitator. More information is needed surrounding a timeline of events and the patient¿s condition prior to and during the event. It is possible the device contributed to the patient¿s harm. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient has passed away while the device was in use. The medical examiner (me) reported that the patient's condition has already been poor, and the causality of the incident is unclear. On (B)(6) 14:30 the hospital me reported that ¿low inspiratory pressure alarm frequently occurred during use on the patient with avaps-ae mode of the device. Nppv and amount of leak were about 40-50/min, and despite not reaching the target ventilation volume, peak inspiratory pressure (pip) only increased to around 15 when the setting of the upper limit pressure was 20. Ventilator service required also kept sounding during a call, so the sales representative suggested to change to st mode. In st mode, there was a proper change in pressure as specified." On (B)(6) 14:30 the sales representative visited the hospital with the replacement and performed an inspection. The sales representative stated, "when testing with the purchased device, despite tightening the test lung and waiting for about 10 minutes, the pip only increased to around 17. On the other hand, when using the replacement brought by the sales representative, pip increased to the specified level of 20 after 1-2 minutes of tightening the test lung. The filter was checked for dirt, but there was no problem found.¿ they bought 2 devices of the same model, and pip for both devices did not increase. No other clinical information or medical interventions were reported. The clinical expert's observation is that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. In the event of a "ventilator service required", the patient should have been transferred to a different device per the IFU; to avoid patient death or serious injury, ventilator dependent patients require immediate access to alternate ventilator equipment such as back up vent or manual resuscitator. More information is needed surrounding a timeline of events and the patient¿s condition prior to and during the event. It is possible the device contributed to the patient¿s harm. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, operational checking was performed in the settings at the time of receipt of the device and the frequent occurrences of 'low inspiratory pressure' alarm that was reported was not able to be duplicated. The even log show that the reported alarm occurred many times at the time of the event but that aside from the alarm, no occurrence record of an error indicating a device failure was remaining. Therefore, the respiratory rate, inspiration time and circuit leak were adjusted based on the therapy data for the time of the event then the reported issue was duplicated. Since no abnormality was found by internal checking and the device passed all the items of the performance testing, it has been determined that the performance of this device fulfills the specifications. However, as the correction contents of the latest software version 1.06.06.00 include changes in the thresholds for high inspiratory pressure and low inspiratory pressure, the software version was upgraded, and then operational checking was performed. As a result, the reported issue was resolved. Final test, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. The software version was updated to 1.06.06.00 from 1.06.05.00. A supplemental final report will be filed.